Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated that after further troubleshooting at their facility, the malfunction was no longer observed. The customer has confirmed that the product will not be returning to zoll.

Manufacturer narrative:
The product has not been received for evaluation and a follow-up report will be submitted when the investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.